Manufacturer narrative:
The reported deformation upon deployment could not be confirmed as only the opened sterile pouch was returned to abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 30 mm amplatzer cribriform occluder was attempted to deploy in the intra atrial septum, however it was too small. The device was exchanged for a larger 35 mm amplatzer cribriform occluder (lot number: 6408442). The device was placed in the defect, however it deployed deformed, bulbous in shape. The 35 mm occluder was exchanged for another 35 mm amplatzer cribriform occluder (lot number: unknown) and the device was successfully implanted without any consequences.